Event description:
During a follow up call to the hp for an alarm, the following was reported on (B)(6) 2012, regarding an alarm, the hp stated they noticed that the cassette was leaking. The hp did not inspect where the leak was in the cassette. The hp provided the lot number. The hp stated that they were able resume therapy successfully with new supplies. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The problem of a leak cannot be confirmed due to no use error described by the patient, the sample was unavailable for evaluation, batch review showed no manufacturing issues and an event log was not reviewed by a baxter employee. The leak was found to have an undetermined cause. Batch review results were acceptable for the lot number h12b10035.